Manufacturer narrative:
Only the lot number was provided from the study. The upn and UDI are unavailable. D3, manufacturer zip/postal: gu9 8ql. G1, MFR site zip/post code: gu9 8ql.

Event description:
It was reported that the subject experienced a pulmonary infection and was admitted to the hospital for treatment. On (B)(6) 2024, the subject was randomized (therasphere arm) in the clinical study (main phase). The planned treatment type was uni-lobar therasphere treatment performed on (B)(6) 2024, where 99mtc-maa angiogram was performed, and target volume was 1054.4 cm3. Two vials were administered (18.46 gbq was administered through vial 1 and 6.12 gbq was administered through vial 2). Total dose administered was 24.58 gbq. The total activity of therasphere was 251 gy dose was perfused to target tumor tissue, and 39.1 gy perfused to normal liver tissue (shunting to lung was 7.96 percent, 24.2 gy). On (B)(6) 2024, during second follow up visit, re-treatment with therasphere was performed to the subject, where 99mtc-maa angiogram was performed, and 12.30 gbq was administered through a single vial. Total activity of therasphere was 27.1 gy to the perfused to normal liver tissue and 271 gy dose was perfused to target tumor tissue (shunting to lung was 8.54 percent, 21.6 gy). On (B)(6) 2025, 157 days post index procedure and 43 days post re-treatment with therasphere, the subject was admitted to the hospital with complaints of upper right abdominal pain and fever that had persisted for approximately five hours. Based on relevant examinations and treatment measures received at an external hospital on (B)(6) 2025, the subject was diagnosed with a pulmonary infection. Subject was on treatment measures of cephalosporin pine needles, piperacillin tazobactam injections for anti-infection, tramadol sustained-release tablets for pain relief, blood pressure reduction, liver protection, fluid replacement, fever reduction, and maintenance of water and electrolyte balance. The results of the blood test crp on (B)(6) 2025 showed that the high 'sensitivity c' reactive protein was 41.0 mg/l, the white blood cell count was 11.3 times 10 (to the 9th degree)/l, and the percentage of neutrophils was 80.3 percent; indicating a bacterial infection. On (B)(6) 2025, a CT was performed and compared with the examination on (B)(6) 2024, new exudation was observed in the right lung; the exudation in the left lung had progressed. A small amount of pleural effusion was newly detected in the right thoracic cavity; the left pleura was thickened and calcified possibly related to pneumonia. The patient's symptoms were relieved after antibiotic treatment. On (B)(6) 2025, no obvious chest pain or abdominal pain experienced by the subject. Additionally, no cough, sputum or fever noted in the subject. The subject was discharged from the hospital on the same day.

Manufacturer narrative:
Only the lot number was provided from the study. The upn and UDI are unavailable. D3, manufacturer zip/postal: (B)(6). G1, MFR site zip/post code: (B)(6).

Event description:
It was reported that the subject experienced a pulmonary infection and was admitted to the hospital for treatment. On (B)(6) 2024, the subject was randomized (therasphere arm) in the clinical study (main phase). The planned treatment type was uni-lobar therasphere treatment performed on (B)(6) 2024, where 99mtc-maa angiogram was performed, and target volume was 1054.4 cm3. Two vials were administered (18.46 gbq was administered through vial 1 and 6.12 gbq was administered through vial 2). Total dose administered was 24.58 gbq. The total activity of therasphere was 251 gy dose was perfused to target tumor tissue, and 39.1 gy perfused to normal liver tissue (shunting to lung was 7.96 percent, 24.2 gy). On (B)(6) 2024, during second follow up visit, re-treatment with therasphere was performed to the subject, where 99mtc-maa angiogram was performed, and 12.30 gbq was administered through a single vial. Total activity of therasphere was 27.1 gy to the perfused to normal liver tissue and 271 gy dose was perfused to target tumor tissue (shunting to lung was 8.54 percent, 21.6 gy). On (B)(6) 2025, 157 days post index procedure and 43 days post re-treatment with therasphere, the subject was admitted to the hospital with complaints of upper right abdominal pain and fever that had persisted for approximately five hours. Based on relevant examinations and treatment measures received at an external hospital on (B)(6) 2025, the subject was diagnosed with a pulmonary infection. Subject was on treatment measures of cephalosporin pine needles, piperacillin tazobactam injections for anti-infection, tramadol sustained-release tablets for pain relief, blood pressure reduction, liver protection, fluid replacement, fever reduction, and maintenance of water and electrolyte balance. The results of the blood test crp on (B)(6) 2025 showed that the high 'sensitivity c' reactive protein was 41.0 mg/l, the white blood cell count was 11.3 times 10 (to the 9th degree)/l, and the percentage of neutrophils was 80.3 percent; indicating a bacterial infection. On (B)(6) 2025, a CT was performed and compared with the examination on (B)(6) 2024, new exudation was observed in the right lung; the exudation in the left lung had progressed. A small amount of pleural effusion was newly detected in the right thoracic cavity; the left pleura was thickened and calcified possibly related to pneumonia. On (B)(6) 2025, no obvious chest pain or abdominal pain experienced by the subject. Additionally, no cough, sputum or fever noted in the subject. The subject was discharged from the hospital on the same day. Additional information was received that on 14-feb-2025, the patient was readmitted to a local hospital due to abdominal pain and cough which had persisted for more than 20 days. Chest CT scan was performed and revealed a new infection in the middle lobe of the right lung in comparison to the result noted in (B)(6) 2025. The original infection lesion noted in the upper lobe of the right lung was similar to before and the exudation in both lungs had been absorbed in comparison to earlier. Left pleural thickening and calcification was noted considering the liver calcium, which was noted to be similar in comparison to the previous CT scan performed in (B)(6) 2025. The left adrenal nodule was observed to be similar to previous instance, which indicated chronic cholecystitis and gallstones. Additionally, calcification of lesion was noted in the neck of pancreas. The subject received symptomatic treatment of sustained-release tramadol tablets for pain relief, triphenylphenol injections for spasms, compound amino acid injections for nutritional support, intravenous infusion of cefotaxime for anti-infection, and fluid replacement for nutritional support. Upon re-examination, the subject was noted with relieved abdominal pain, symptoms of cough and sputum was noted to be improved and was noted with decreased infection index. The subject was discharged from the hospital on (B)(6) 2025, with stable condition and continued medication of tramadol sustained-release tablets pain relief. On (B)(6) 2025, the subject was re-admitted to hospital due to pulmonary infection. CT scans were performed and revealed frontotemporal lobe brain softening lesion with negative pressure cerebral dilation. Calcification of lesion was noted in the upper lobe of the left lung with atelectasis, scattered fibroproliferative lesions were noted in both lungs. Left temporal bone flap repair surgery was performed, post which mixed ground glass patchy shadow in the posterior segment of the right upper lobe and adjacent to the oblique fissure of the right parietal lobe. Thickening with calcification and adhesions of the left pleura were noted, and the cortical curvature of the rib bone was altered. The nature of these findings was undetermined. Therefore, it was recommended that the patient undergoes a follow-up examination one month post anti-inflammatory treatment. On (B)(6) 2025, during the scheduled visit, CT diagnosis results revealed mixed ground glass opacities in the posterior segment of the upper lobe of the right lung adjacent to the oblique fissure of the middle lobe, with specific properties which was previously noted during the CT scan on (B)(6) 2025.

Manufacturer narrative:
Correction report being sent to clarify h6 (patient codes and impact codes). Only the lot number was provided from the study. The upn and UDI are unavailable. D3, manufacturer zip/postal: gu9 8ql g1, MFR site zip/post code: gu9 8ql.

Event description:
It was reported that the subject experienced a pulmonary infection and was admitted to the hospital for treatment. On (B)(6) 2024, the subject was randomized (therasphere arm) in the clinical study (main phase). The planned treatment type was uni-lobar therasphere treatment performed on (B)(6) 2024, where 99mtc-maa angiogram was performed, and target volume was 1054.4 cm3. Two vials were administered (18.46 gbq was administered through vial 1 and 6.12 gbq was administered through vial 2). Total dose administered was 24.58 gbq. The total activity of therasphere was 251 gy dose was perfused to target tumor tissue, and 39.1 gy perfused to normal liver tissue (shunting to lung was 7.96 percent, 24.2 gy). On (B)(6) 2024, during second follow up visit, re-treatment with therasphere was performed to the subject, where 99mtc-maa angiogram was performed, and 12.30 gbq was administered through a single vial. Total activity of therasphere was 27.1 gy to the perfused to normal liver tissue and 271 gy dose was perfused to target tumor tissue (shunting to lung was 8.54 percent, 21.6 gy). On (B)(6) 2025, 157 days post index procedure and 43 days post re-treatment with therasphere, the subject was admitted to the hospital with complaints of upper right abdominal pain and fever that had persisted for approximately five hours. Based on relevant examinations and treatment measures received at an external hospital on (B)(6) 2025, the subject was diagnosed with a pulmonary infection. Subject was on treatment measures of cephalosporin pine needles, piperacillin tazobactam injections for anti-infection, tramadol sustained-release tablets for pain relief, blood pressure reduction, liver protection, fluid replacement, fever reduction, and maintenance of water and electrolyte balance. The results of the blood test crp on (B)(6) 2025 showed that the high 'sensitivity c' reactive protein was 41.0 mg/l, the white blood cell count was 11.3 times 10 (to the 9th degree)/l, and the percentage of neutrophils was 80.3 percent; indicating a bacterial infection. On (B)(6) 2025, a CT was performed and compared with the examination on (B)(6) 2024, new exudation was observed in the right lung; the exudation in the left lung had progressed. A small amount of pleural effusion was newly detected in the right thoracic cavity; the left pleura was thickened and calcified possibly related to pneumonia. On (B)(6) 2025, no obvious chest pain or abdominal pain experienced by the subject. Additionally, no cough, sputum or fever noted in the subject. The subject was discharged from the hospital on the same day. Additional information was received that on (B)(6) 2025, the patient was readmitted to a local hospital due to abdominal pain and cough which had persisted for more than 20 days. Chest CT scan was performed and revealed a new infection in the middle lobe of the right lung in comparison to the result noted in (B)(6) 2025. The original infection lesion noted in the upper lobe of the right lung was similar to before and the exudation in both lungs had been absorbed in comparison to earlier. Left pleural thickening and calcification was noted considering the liver calcium, which was noted to be similar in comparison to the previous CT scan performed in (B)(6) 2025. The left adrenal nodule was observed to be similar to previous instance, which indicated chronic cholecystitis and gallstones. Additionally, calcification of lesion was noted in the neck of pancreas. The subject received symptomatic treatment of sustained-release tramadol tablets for pain relief, triphenylphenol injections for spasms, compound amino acid injections for nutritional support, intravenous infusion of cefotaxime for anti-infection, and fluid replacement for nutritional support. Upon re-examination, the subject was noted with relieved abdominal pain, symptoms of cough and sputum was noted to be improved and was noted with decreased infection index. The subject was discharged from the hospital on (B)(6) 2025, with stable condition and continued medication of tramadol sustained-release tablets pain relief. On (B)(6) 2025, the subject was re-admitted to hospital due to pulmonary infection. CT scans were performed and revealed frontotemporal lobe brain softening lesion with negative pressure cerebral dilation. Calcification of lesion was noted in the upper lobe of the left lung with atelectasis, scattered fibroproliferative lesions were noted in both lungs. Left temporal bone flap repair surgery was performed, post which mixed ground glass patchy shadow in the posterior segment of the right upper lobe and adjacent to the oblique fissure of the right parietal lobe. Thickening with calcification and adhesions of the left pleura were noted, and the cortical curvature of the rib bone was altered. The nature of these findings was undetermined. Therefore, it was recommended that the patient undergoes a follow-up examination one month post anti-inflammatory treatment. On (B)(6) 2025, during the scheduled visit, CT diagnosis results revealed mixed ground glass opacities in the posterior segment of the upper lobe of the right lung adjacent to the oblique fissure of the middle lobe, with specific properties which was previously noted during the CT scan on (B)(6) 2025.